Manufacturer narrative:
Regulatory report for the pump device was submitted (B)(6) 2016. See reg report# 3004209178-2016-26722.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient had gone to the ER and was admitted to the intensive care unit (ICU) due to baclofen withdrawal symptoms with the patient's pump device. They did not know for sure if the sudden increased pain was due to the patient's spinal cord stimulator or due to the patient's pump device since people experience pain when they withdrawal from baclofen.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A nurse reports that the family of the patient is requesting to have someone come out and check their device as they are having increased pain and the ins hasn't been checked in awhile. The patient is currently in a hospital at (B)(6) in ICU and is being ready to move to another room. The patient is experiencing a lot of pain. It was noted that the caller had originally notified the rep on the weekend and was told to call back on monday. The indication for use includes spinal pain.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the doctor was on the no -call list, and the rep also stated that they could help with the information. The rep was contacted again and stated that nobody from the manufacturer had seen the patient. The rep stated that they will attempt to find more information about the ICU visit and call back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.